Event description:
Customer was admitted to hosp for low blood glucose. Customer decided not to change entire set and reconnected at site. Customer removed reservoir and filled it about 20.0u. Customer did not rewind pump and simply returned reservoir to pump and reconnected.